Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician investigated the reported issue. All voltage was tested including the traforectifier 24 volt supply. All voltage was satisfactory and unit was able to switch from line to battery without problems. The reported problem could not be confirmed. (B)(4).